Manufacturer narrative:
This ipg serial number was included in field advisories. Evaluation: results: the complaint was confirmed. As returned, the ipg would not communicate due to a depleted battery; therefore, stimulation would not be possible. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests.

Event description:
It was reported, the patient did not have stimulation and a replacement charger was unable to charge his ipg. The programmer was unable to communicate with the ipg. Follow up identified the physician replaced the ipg.